Manufacturer narrative:
(B)(4).

Event description:
It was reported that initialising screen w/out manual restart occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver download retrieved and attached passed. A global receiver functional test station was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The download screen device information from rx unit passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initializing screen without manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.